Manufacturer narrative:
E1 - initial reporter establishment name (complete): (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the cable unit was dirty, the plug unit was dirty and the circuit board unit in the scope connector was dirty. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image noise occurs due to a cut on the charge coupled device (ccd) cable. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had image disturbance and image blurred and flickering. The issue occurred during a gastroscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.